Manufacturer narrative:
B3: date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate. D4: lot number: the lot was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained.

Event description:
It was reported that stent deformation. The patient presented with coronary artery disease (cad). The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending coronary artery (lad). A 3.00 x 16mm synergy shield drug eluting stent was selected for percutaneous coronary intervention (pci). The vessel was pre-dilated, and the stent was placed in the target lesion. A nc balloon was then attempted for post dilation, but resistance was encountered, and the ballon removed from the patient. It was noted that the stent had been disrupted, and another stent was deployed to secure the disrupted stent. Post-dilation was performed, and the procedure was successfully completed. There was no patient complication reported, and the patient was fine post procedure.